Manufacturer narrative:
The m5 ivl catheter was not returned by the reporting party. Therefore, inspection of the device could not be performed. This event is being acknowledged to be used for trending purposes. The likely cause for the reported adverse event of vessel reocclusion could not be definitively determined. However, shockwave medical, inc. Has determined this event to have no relationship to the device. There was no device malfunction reported at the time the index procedure was performed. It is also noted that the adverse event occurred 6 months after the index procedure involving ivl. Shockwave medical, inc. Is filing this report in an abundance of caution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event is part of the pad iii clinical study. Two peripheral m5 intravascular lithotripsy (ivl) catheters of the same lot were successfully used to treat the distal superficial femoral artery (sfa). The patient presented with a vessel re-occlusion of the popliteal artery and origin of right anterior tibialis at the routine 6 month follow up visit. The occlusion was resolved the following day with percutaneous transluminal angioplasty (pta), drug eluting balloon (deb), stent implantation, thrombolysis, and thrombectomy. No device malfunction was reported at the time of the index procedure. Cec adjudication has determined this event to have a possible relationship to the device and no relationship to the procedure.

Manufacturer narrative:
The m5 ivl catheter was not returned by the reporting party. Therefore, inspection of the device could not be performed. This event is being acknowledged to be used for trending purposes. The likely cause for the reported adverse event of vessel reocclusion could not be definitively determined. However, shockwave medical, inc. Has determined this event to have no relationship to the device. There was no device malfunction reported at the time the index procedure was performed. It is also noted that the adverse event occurred 6 months after the index procedure involving ivl. Shockwave medical, inc. Is filing this report in an abundance of caution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event is part of the pad iii clinical study. Two peripheral m5 intravascular lithotripsy (ivl) catheters of the same lot were successfully used to treat the distal superficial femoral artery (sfa). The patient presented with a vessel re-occlusion of the popliteal artery and origin of right anterior tibialis at the routine 6 month follow up visit. The occlusion was resolved the following day with percutaneous transluminal angioplasty (pta), drug eluting balloon (deb), stent implantation, thrombolysis, and thrombectomy. No device malfunction was reported at the time of the index procedure. Cec adjudication has determined this event to have a possible relationship to the device and no relationship to the procedure.